Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned cup and head found that both have scuffing and bio-debris on them. The taper of the stem is stuck inside of the head and could not be removed. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 103205 - taperloc femoral stem - 775170, 139254 - m2a magnum taper insert - 448250, 157448 - m2a magnum head - 491740. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09586.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to metallosis in the capsular layer and around the cup, which lead to synovectomy. Attempts have been made and additional information on the reported event is unavailable at this time.